Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported they observed visible smoke from the architect scc connected to the architect i1000sr analyzer. The scc powered off during maintenance and when restarted the smoke was observed. No fire or evidence of fire was observed. There were no injuries and no impact to patient management reported.

Event description:
The customer reported they observed visible smoke from the architect scc connected to the architect i1000sr analyzer. The scc powered off during maintenance and when restarted the smoke was observed. No fire or evidence of fire was observed. There were no injuries and no impact to patient management reported.

Manufacturer narrative:
Service inspected the analyzer and determined the arc scc ¿e¿ platform to be the cause for the smoke and burn odor as the power strip to the arc scc ¿e¿ platform was faulty. The power strip to the arc scc ¿e¿ platform was replaced, and the issue was resolved. Review of the service history for the architect i1000sr analyzer did not identify no additional issues of smoke or burn odors were reported. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and burn odor observed was limited to the power strip of the arc scc "e" platform and did not spread to other parts of the instrument. Review of trending data and manufacturing documentation associated with the arc scc "e" platform did not identify any trends or issues. A review of architect i1000sr tracking and trending data did not identify any systemic issues or trends related to the issue identified in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified.